Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Peritoneal dialysis nurse reported to technical support that the peritoneal dialysis patient encountered a scale reading error warning during his treatment (phases, volumes or times are not provided). The nurse felt the cycler overfilled the patient and requested a replacement cycler. Treatment data was provided and assessed for (B)(4)% and (B)(4)% iipv and did reveal an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred during drain (manual stat drain) where 2729ml drained. This drain is (B)(4)% of the prescribed fill volume. In order to be a reportable malfunction, at least (B)(4)% of the prescribed fill volume would have to have been drained. At (B)(4)% of fill volume 1500ml is 2700ml. Therefore, a reportable malfunction has occurred. The patient was advised to discontinue use of the cycler. Follow up with the patient¿s peritoneal dialysis nurse indicates that the patient did not experience any complications as a result of the alleged event. No treatments missed. Additional information was solicited.

Manufacturer narrative:
The reported complaint symptom iipv (dv greater than 180% to 200% of fv) was not confirmed. The reported complaint symptom (scale reading error warning) was confirmed. A visual inspection of the returned cycler exterior showed no signs of physical damage. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The system air leak test passed. The valve actuation test passed. The load cell verification passed. There were no discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.